Event description:
It was reported the tsw35 was used during a bowel procedure. It was reported by the affiliate the device is broken. There was no consequence to the pt.

Manufacturer narrative:
Based upon the information received and the visual examination, it was concluded that the instrument was returned with the anvil disloged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrumwent was cycled, fired, cut, and formed the staples within design specification.